Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that their battery is fine. They have to charge everyday.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that pt stated that they were having trouble with the internal battery. Pt stated that up until 3 days ago, they were charging the ins every other day. Pt stated that the stimulation levels were set at 11.0 for both of their legs. Pt stated that they turned the ins off at 10 pm and put the ins back on at 6 am. Pt stated that they had gone from charging the ins once every other day to charging the ins once daily. Pt stated that they didn't understand the change in the ins power and what was causing the ins battery to drain faster. Agent reviewed with the pt that the ins battery depletion was based on therapy settings/usage. Agent redirected pt to health care professional (hcp) to further address the issue. Pt stated that the rep was on maternity leave. Pt stated that 6 months of an ins lasting was unacceptable. Pt stated that their current ins shouldn't have been implanted. Agent reviewed with the pt that regardless of which ins was implanted, there was no remote access to the implants. Pt was upset and stated that they were a long time medtronic customer. Agent reviewed patient services role several times with the pt. Agent redirected pt to hcp to further address their concern about the ins battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.